Manufacturer narrative:
This event occurred in (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined. Based on calibration and qc data a general reagent issue could be excluded.

Event description:
The initial reporter questioned non-reproducible elecsys vitamin d total ii results on a cobas e411 rack. The customer provided questionable results for one patient. The initial result was not reported outside the laboratory, and the customer performed repeat testing by performing a 1:2 dilution. The result acquired from the dilution were not multiplied by a dilution factor of 2. The patient's initial vitamin d result was 100 with no units provided, and the repeat result was 41.94 with no units provided. The customer performed testing on another sample and the vitamin d result straight was 16.79 with no units provided. Vitamin d reagent lot number was 446856 and has an expiration date of 30-sep-2020.